Event description:
It was reported that, during tka surgery, a yellow j2 cr bumper broke inside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during tka surgery, a yellow j2 cr bumper broke inside the patient. No pieces fell inside the incision. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned bumper confirmed the device is broken in half. Both pieces were returned with the device. The device shows signs of significant wear and use. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that this case reports the breakage of a yellow j2 cr bumper inside of the patient. Per subsequent e-mail, the broken pieces were removed from inside of the patient with tweezers. The single undated, unlabeled photo provided, supported the reported failure. However, based on the limited information provided, the clinical root cause of the reported breakage could not be determined. According to the report, the procedure was completed without delay using a s+n back-up device. Since there was no alleged harm to the patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. B5: describe event or problem